Manufacturer narrative:
Product implicated and returned for evaluation is a plastic port w/attachable 8fr s/l catheter. A truncated section of catheter tubing is attached to the port stem with the cath-lock. The tubing is butted against the stem base and twisted under the cath-lock. There is a gap between the lock and the port. The catheter is connected at the 20 cm depth marker as the 4 black dots are visible through the clear cath-lock. The distal end of the catheter tubing appears to have been cut off with a sharp instrument. The overall length of the sample measures 2". The port's silicone septum is rotated in its seat almost 90 deg, exposing the port reservoir on either side of the near vertical septum. The exposed edges of the septum have been sliced with a sharp instrument, probably during explantation. There are several needle stick marks with trails visible through the septum. The reservoir is clear. The entire sample is clean and free of blood residue. There are two suture sites through the over mold, one seen on either side of the port stem. The initial evaluation and decontamination showed that the port lumen was patent, and that the sample was visually free of blood or contamination. Upon further evaluation, the port lumen is checked for patency by inserting a blunt connector attached to a 12cc syringe filed with water into the cut distal end of the catheter tubing. The reservoir flushes freely. The sample is viewed under 10x magnification. The distal end of the catheter has been cut by scissors. This is commonly done by the user to render a contaminate device unusable. No mfg defects on the port base and septum are noted. No causes for access difficulty, septal dislodgement, or spontaneous port detachment are seen. It appears that all problems encountered by the user may be technique related. It is conceivable that if the port had become loose in the pocket it may have been in a position to kink and occlude the catheter tubing. Port access would have become difficult. If the port had been accessed while the tubing was kinked, it may have lead to over pressurization of the port and caused the septum to lift from its seat. All MFR port lots must pass 100% pressure testing during MFR. Typically, internal pressures required to dislodge a septum are in excess of 125 psi. This level of pressure can be generated when infusion is forced through an occluded lumen. The instructions for use warns against exceeding 25psi during infusion to prevent catheter damage. Clotting can also lead to an occluded lumen. Since the majority of the catheter tubing was not returned for evaluation this cannot be ruled out. Proper flushing and maintenance after use is essential in preventing clotting inside the lumen. The dislodged septum is verified and should be considered user-related. The port septum rupture resulted from over pressurization of the lumen. This over pressurization condition probably resulted from an attempt to infuse through an occluded port lumen.

Event description:
Placed 6/25/97. Unable to infuse on 7/17, so the dr removed port. Upon removal, it was noted that the port had come loose from the pocket. It was sutured down during placement.